Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a lead extraction procedure due to loss of pacing and atrial lead dislodgment, the patient expired. Previously, the pacing and sensing functions of the right ventricular lead were deactivated and replaced with a non-abbott lead due to ventricular oversensing. During the attempted lead revision, the patient became bradycardic and a cardiac tamponade was noted. The heart rate returned to sinus spontaneously after a pericardiocentesis was performed. Then the patient went into cardiac arrest and developed ventricular fibrillation (vf). External defibrillation and cardiopulmonary resuscitation (CPR) were performed with no success in terminating the vf. A tear in the superior vena cava was identified and repaired with the patient placed on bypass. The patient then expired. It was suspected that the cause of death was related to the lead extraction procedure. Related manufacturer report number: 2017865-2017-33916.